Event description:
It was reported that during the procedure in the moderately calcified and heavily tortuous mid circumflex artery to treat a de novo lesion, a 2.5 x 20 mm non-abbott dilatation catheter was advanced into the patient's anatomy and dilatation was performed. The device was removed and a 2.75 x 23 mm promus stent system was advanced and the stent deployed. The promus stent was not fully apposed to the vessel wall and it was determined that post-dilatation was needed. A 2.75 x 20 mm nc trek dilatation catheter was advanced into the patient's anatomy for post-dilatation of the promus stent; however, the nc trek was unable to advance to the site. The device was removed from the anatomy and a new non-abbott dilatation catheter was advanced to the site and post-dilatation was performed. There was no clinically significant delay and no reported adverse patient effect.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna, guide wire: eel light, guide catheter: launcher. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Return of the promus stent delivery system may have aided in the investigation and determination of cause. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the lesion was moderately calcified, which may contributed to the reported difficulties. The device was not returned for analysis and a conclusive cause for the reported difficulties could not be determined; however, there is no indication of a product quality deficiency. A review of the lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the reported incident. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to deploy.